Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Customer returned two test strips only. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 150 to 225 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 349 mg/dl and 369 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/22/2018 and open vial date is less than 1 month. The meter memory was reviewed for previous test result history: (B)(6). Customer states she recently did a meter-to-meter comparison with her doctor's device and her truetrack meter: doctor's device produced a reading of 279mg/dl while her truetrack meter produced a reading of 174mg/dl shortly afterwards. Customer states she has been taking steroids prescribed by her physician but it was not prescribed recently. Customer states she has had nor recent changes in diet, exercise, or medications. Customer takes humulin r u500 (10 units) for diabetes management.